Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that the ventilator entered a ventilator inoperable condition. Although requested, patient involvement information was not provided.